Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer had indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of times due to stem fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device confirmed it had fractured at the taper head location. There was visible gouging and scratches on the stem under the fracture location. Further analysis of the fracture surface suggests a fatigue fracture initiating on the superior side of the neck taper. X-rays received were reviewed and showed fracture of the hardware located at the level of the femoral neck with mild displacement. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d4; g3; h2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.